Event description:
Weck auto endo5 clip applier would jam when used to clip artery of gallbladder inside patient. Physician used troubleshooting techniques as provided by the manufacturer after past jamming has occurred, but this did not resolve the issue. Removed malfunction clip applier and opened a new one which worked. Manufacturer response for clip, implantable, weck (per site reporter). The field rep has filed a complaint with teleflex and they have placed this clip applier on backorder status to retest it.